Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
A4 correction: the patient's weight was updated. E1 correction: the reporter's information was updated. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.